Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon further inspection, the fse determined that the flexvision pc was defective. As a part of the repair activity, the fse replaced the flexvision pc and hard disk spare drive and then installed the extensive software on the new pc. After that, the system was returned to use in good working order. These codes updated based on investigation outcome.

Event description:
It has been reported to philips that the allura device would not boot up correctly. Restarting the system did not resolve the issue. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and identified that the flexvision pc was not booting up. The fse replaced the flexvision pc and the hard disk and returned the system to use in good working order.